Manufacturer narrative:
(B)(4). The 3.0 x 18 xience v is being filed under a separate medwatch report. Concomitant medical products: stent: xience v 3.0 x 18 (x2); other: aspirin, clopidogrel. (B)(4): above rated burst pressure. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that during the procedure, the device was inflated above the recommended rated burst pressure (rbp). It should be noted that the IFU states: do not exceed the rbp as indicated on product label. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure with one 3.0 x 18 xience v stent in the distal right coronary artery and two xience v stents in the proximal right coronary artery (rca), one 3.0 x 28 and one 3.0 x 18. Both the devices were inflated to above the rated burst pressure. On (B)(6) 2011, the patient was hospitalized with angina. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the proximal rca with a drug eluting stent for restenosis within the two previously placed stents. The patient condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.